Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient reported to technical support (ts) that a fluid leak had occurred during their peritoneal dialysis (pd) treatment. The patient stated there were unspecified alarms that occurred prior to the fluid leak. The fluid was found leaking from behind the cassette door during drain 3 of 5. The patient reported to ts that the leak was caused by a hole in the cassette. The ts representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. Upon follow up with the pdrn, it was reported that the patient did not complete their treatment. However, the pdrn confirmed the patient is trained on performing stat drains, as well as manual pd therapy if needed. The pdrn stated that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cycler was reportedly returned to the manufacturer for physical evaluation. The cassette was not available to be returned for evaluation as it was reportedly discarded by the patient. Additionally, the patient was unable to provide a lot number for the cassette.